Event description:
The suspect device exhibited poor precision. The following results were reported: inratio 1.4, 2.9, 3.6 and 3.7. The nurse tried herself and got an inratio of 1.1 and 0.8 using the same strip lot. The nurse tried a new strip lot on herself and got inratio of 1.1, 0.9, 1.0 and 0.8. Replacement meter sent to the customer. Old meter to be returned for eval purposes.